Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record (DHR) was unable to be reviewed as a lot number was not provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a woff-parkinson-white procedure, a pericardial effusion occurred. After going transseptal, the ablation catheter was inserted and pointed toward the left atrial appendage (laa). High force and impedance were noted briefly so the catheter was pulled back. Ice revealed a pericardial effusion and the patient became hypotensive. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device. The physician alleged the effusion was caused by either a non-abbott quad catheter in the right ventricle as the patient may have had a thin right ventricular wall, or the ablation catheter perforating the laa.